Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the port would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn port was blocked/occluded during the flush. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "port would not fush".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set w/macrobore 2vps y-conn port was blocked/occluded during the flush. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "port would not fush".